Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994r, lot #: 1511461465100886. H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the network wired configuration was replaced. The 9735994r network wired configuration was returned to the manufacturer for evaluation. Findings and conclusions found that the legacy checkpoint was tested and the wan, dmz, and all eight ethernet ports were found to be functioning properly, but it did not pass configuration validation. The device was subsequently factory reset and reconfigured, after which it successfully passed all validation checks. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system would not communicate with the imaging system. The site proceeded using another navigation system. Troubleshooting was performed, they tried another ethernet cable and the issue was unresolved. There was a delay of less than 1 hour, and no reported impact on patient outcome.